Manufacturer narrative:
Original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to shoulder instability. The surgeon changed the socket shell to a plus 4.